Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead exhibited high capture thresholds, failure to capture and failure to sense. Fluoroscopy was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced. The patient was in stable condition.